Manufacturer narrative:
This complaint included known side effects. No new risks were identified. No device malfunction was detected. Treatment parameters were in line with the typical range.

Event description:
On (B)(6) 2022, patient received treatment for tremor dominant parkinson's disease. Following the treatment patient reported to experience paresthesia in the treated right hand.